Event description:
It was reported that noise resulting in oversensing and automatic mode switching (ams) was observed on the atrial lead. No intervention has been performed at this time. The patient was stable with no consequences.